Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
On wednesday (B)(6) we were doing a ltha 4.1 and when we were about to ream the robot was saying we were at 70 degrees of inclination and we were nowhere near that. All registration passed easily. We re-registered the robot and the bone and were able to solve the problem.

Manufacturer narrative:
Reported event. An event regarding inaccurate values/visuals involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: the relevant log files and session files were not available for inspection -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies; -complaint history review: a review of complaints shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
On (B)(6) we were doing a ltha 4.1 and when we were about to ream the robot was saying we were at 70 degrees of inclination and we were nowhere near that. All registration passed easily. We re-registered the robot and the bone and were able to solve the problem.